Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Root cause analysis: unable to review the machine record cards as this complaint consists of an unknown article number and batch number. Trend analysis customer complaint of capillary damage - tear off for introcan safety 3 trend analysis is being tracked based on CAPA initiation criteria. Summary of root cause analysis: received a picture of 1 used housing of introcan safety 3 pur 22g 0.9x25mm-EU and a picture of 1 used housing of introcan safety 3 20g. Based on picture received, for introcan safety 3 pur 22g 0.9x25mm-EU, there is no torn off capillary observed on the picture while for introcan safety 3 20g, the capillary was break off from the capillary hub horn. The torn off part cannot be seen from the picture. The complaint sample from unknown batch. Since no sample was returned, investigation will be conducted based on photo received. Manufacturing process was reviewed and there is detection for short length capillary at both bcal and becm machine vision system. The station is highlighted in below process flow. Simulation 1: a simulation was conducted by cutting a capillary to a shorter length and passed it through catheter present check station. The sensor detected error and cannot proceed to run. Simulation 2 was conducted by cutting a capillary to a shorter length and passed it through catheter leakage test station. The sensor detected error and the simulation sample will be rejected at reject station. Simulation 3: simulation 3 was conducted by cutting a capillary to a shorter length and test at both cal and ecm machine vision system. The sample was able to be detected and was rejected. Simulation 4: simulation 4 was conducted by purposely try to break off the capillary under different scenarios. Scenario 1 - pierce by cannula a simulation was conducted by using a good part and piercing the capillary with cannula and later tear off the capillary. This defect is similar to cannula reinsertion where the cannula would pierce the capillary and cause it to break apart. The capillary broken area exhibits a clear "v" shape cut from the cannula bevel. Scenario 2 - cut by scissors a good sample capillary was cut by scissors and take the sample for inspection. The cut area showing a clean cut of the capillary. Scenario 3 - clamp by vein clamp a good sample capillary was clamped by vein clamp and break the capillary apart. The sample was taken for inspection and the capillary broken area was in uneven shape, the capillary was folded, and it was stretched. Conclusion: the in-line test equipment is subject of a frequent calibration and a regular verification related to its proper function. Herewith potential malfunctions of the systems would be detected in-time and would be mitigated. Beside the automated 100% in-line test equipment, independent in-process quality controls and final controls on a random sample basis will be conducted by different teams on a regular basis within the production process. Herewith a systematic product defect would be detected. Tear off capillary most likely not appear to be attributed by manufacturing process as the defect is able to be detected and rejected by the in-line vision system. Damages induced after assembly process is not possible since the catheter had been protected with protective cap. As communicated in IFU, warning section stated that: after withdrawal, do not reintroduce the steel needle into the catheter, as the latter may be cut off, leading to catheter embolism. The actual sample involved in the event was not available for evaluation. Without the actual sample and due to low image quality, the detailed defect feature was unable to be determined. Hence, this complaint will be concluded as not confirmed. Cause: cause could not be determined. All products were subjected to in-process and final control inspection and must passed all the test conducted. The actual sample involved in the event was not available for evaluation. Without the actual sample, further evaluation was not possible, and the exact cause of the event could not be determined. Therefore, this complaint concluded as not confirmed. Justification: not confirmed note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in united kingdom: "completely detached in the patients arm." "During this incident 1 cannula shaft (20g) became completely detached in the patients arm and the second the 22g, only partially detached and was successfully removed as you can see in the picture."